Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and order was not crossing over for 2 devices. A technical support specialist (tss) dialed into the server and ran the server downtime query and the received message query, confirming all processing times were current. Messages were crossing over successfully. Both stations were checked and showed no patient or order information delay icons. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es showed icons saying not communicating, and patients and orders did not cross. The customer went to get medication for the patient but had no orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.